Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Bipolar was removed to insert an acetabular shell. Update received from sales rep 11-nov-2016: the acetabulum was eroded.

Manufacturer narrative:
An event regarding revision involving an uhr head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusion: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Bipolar was removed to insert an acetabular shell. Update received from sales rep 11-nov-2016: the acetabulum was eroded.